Event description:
A report was received that the patient was getting an error code on her remote control. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that a good faith effort was made to contact the patient without success. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was getting an error code on her remote control. The physician has recommended an ipg replacement.

Event description:
A report was received that the patient was getting an error code on her remote control. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient decided not get an ipg replacement. The patient will seek help from a pain management physician. No further course of action will be taken.